Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was hospitalized for their implant, the pt experienced a gi bleed due to a mallory weiss tear from an old gt trauma. It was noted then that the pt had moderate esophagitis. The hospital staff monitored the mallory weiss tear until the bleeding subsided. Three weeks later the pt was discharged home. It was reported that the pt was doing well and was off diuretics, but has some issues with dizziness. Additional information was received from the vad coordinator that the pt called stating that they were nauseated and vomiting. The pt was readmitted into the hospital. The pt's hemoglobin was 4.0. The pt was given a capsule test and the results were negative. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.